Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was unknown mg/dl. The customer was instructed to allow the insulin to reach room temperature before use. The customer was advised that cold insulin can cause air bubbles in the reservoir and tubing which may result in inaccurate insulin delivery. The customer was advised to change infusion set. The customer is going to monitor the issue and call back if needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.